Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator failed initial testing and the active exhalation control module was replaced. Final testing was performed on the device and it failed a step during final testing. The device's sensor board was replaced to address the issue.